Event description:
It was reported that device was explanted and replaced due to premature battery depletion. No adverse complications to the patient after the event.

Manufacturer narrative:
Evaluation description: analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.